Manufacturer narrative:
No product samples or videos were returned for investigation. An image was provided with the complaint showing a drip chamber with the air vent circled but the leak was evident from the image provided. The lot number was not provided; therefore, a lot review was not performed.

Manufacturer narrative:
The device was discarded but the customer provided a picture for evaluation.

Event description:
The customer reported the event that occurred on unknown date against a plum set that leaked on the air vent. The set was leaking karbophatin. There was no report of patient involvement, adverse event or delay in critical therapy.